Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope eye piece broke. Unknown how the case was completed. Patient's condition is unknown.

Manufacturer narrative:
Trackwise # 502219. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 213/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope eye piece broke. Unknown how the case was completed. Patient's condition is unknown.